Event description:
A malfunction on a pump was reported by a caller, who noted that the pump screen was unresponsive and would not turn on. The issue did not cause adverse impact to the customer's blood glucose level. Technical support instructed troubleshooting steps, but when these did not resolve the issue, the decision was made to replace the pump. The pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.